Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
Three treatments were performed distal to proximal on low speed, in the 90% stenosed, severely angulated, heavily tortuous, severely calcified right coronary artery (rca) with a diamondback 360 coronary orbital atherectomy device (oad). Intravascular ultrasounds imaging was performed followed by two additional distal to proximal treatments on high speed. Cineagiographic imaging was performed revealing a driveshaft fracture. Using a guide extension catheter and microsnare, the driveshaft fragment was retrieved. The procedure was completed using other devices. The patient was stable with no consequences.

Manufacturer narrative:
The diamondback 360 coronary orbital atherectomy device (oad) was returned to csi for analysis. Visual examination confirmed the reported driveshaft fracture at the proximal edge of the crown. Driveshaft flexing can result in fatigue failure and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. The exact root cause of the fracture is undetermined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).